Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: after dissection of the first half of the 1st breast, the surgeon reported weak tissue effect and excess tissue build up on the device tip. The tissue could not be removed while cleaning. Only coag 8 was being utilized during the procedure. A second device from the same lot number was used and the issue recurred after about 15 minutes. Investigation conclusion: the reported issue of weak coag was not confirmed. The reported issue of gunking was confirmed. The devices¿ plug connectors were cut from the devices, so functional inspection for weak coag could not be performed. The glass insulation coatings were found to have char and coagulum buildup present. The coagulum buildup on both devices was removed and it was found that the electrodes showed signs of damage to the electrode coatings. However, it cannot be determined what caused the damage to the electrodes¿ insulation. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: both plasmablade electrodes' showed signs of damage to the electrode coating. Failure found during analysis; therefore, patient information is not applicable.